Manufacturer narrative:
Conclusions: other, further evaluation pending. Other - secondary intervention.

Event description:
A 3.0 mm x 9 mm endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of lad lesion. The lesion morphology is unknown. It was reported that the catheter was advanced to the intended lesion site and upon inflation of the delivery balloon, the patient started crashing. Oxygen and medication were given. It was reported that the physician noted air and contrast were going into the vessel through a hole in the shaft. The device was successfully removed. The patient is fine and was discharged the following day. Evaluation summary: medtronic has received the device and its analysis has been completed. There was blood present on the luer. The balloon had been inflated. The stent was not present on the balloon and was not returned. The catheter tip was not damaged. There was no major damage to the catheter shaft. Negative purge confirmed the presence of a leak in the device. The leak was located on the distal outer shaft 20.0 cm proximal to the proximal balloon weld. A section of the outer shaft material was raised and the cut on the shaft was in a distal to proximal direction. The device was inflated slowly and a loss of pressure was noted at 2 atms.